Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that in 2009, exact date unknown, she had a realize band implanted. (Product code unknown) after the first two years she lost very little weight, but then in 2011 she began loosing weight and eventually lost ~100lbs. In 2015 she began coughing, which lasted approximately 3 months, became feverish then sought treatment. A doctor prescribed anti-biotics and cough syrup. She was referred to a pulmonary specialist who diagnosed her with acid reflux and she was aspirating fluid into her lungs as a result. She continued having acid reflux and then began to have difficulty swallowing foods. In 2016 she returned to the physician who implanted the realize band and was told that the band was no longer working properly and had fully deflated. There was nothing he could do to help her. She has now gained 70lbs and continues to have trouble swallowing and deals with acid reflux. Her insurance will not pay to have it removed and she is at a loss as to what to do.

Manufacturer narrative:
(B)(4). Additional information received: there were several attempts to inflate the band gradually, but it made me sicker because of the acid reflux and the dysphagia. Yes, the band was able to be inflated. As I had asked the doctor before, can the band lose fluid and I was told yes, overtime the fluid can gradually evaporate.